Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. A gas delivery system (gds) system was return for analysis. Visual inspection of this customer returned gas delivery system (gds) system revealed that this unit was missing the data acquisition (da) board and the o2 valve solenoid. The customer returned gds system was tested with no failures identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the performance verification test (pvt), the unit failed the air flow accuracy test. The customer reported that there was no patient involvement.